Manufacturer narrative:
The customer's report of separation was confirmed from a picture provided by the customer, which shows that the silicone segment was separated from the upper fitment. The root cause of this failure was not identified.

Event description:
The customer reported that the pump segment of a set that contained a hazardous drug snapped during patient use with no pressure applied. The customer stated it looked like the tubing was not securely attached between connections. A photograph provided by the customer showed the pump segment separated from the upper fitment. There was no patient harm.